Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Additional information received identified the revision occurred on the right knee.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device location unknown.

Event description:
Patient underwent a knee revision approximately 3 years post-implantation due to a loose tibial tray.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a right knee revision procedure approximately 3 years post-implantation due to a loose tibial tray.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: item: 183014, vanguard cr ilok fem-rt 75, lot: 629370; item: 11-150830, agc patella arcom poly. With wire 37mm, lot: 243030; item: 183540, vngd cr lip tib brg 10x71/75, lot: 317840.